Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was opened during a procedure (date unknown). According to the complainant, when preparing the product with contrast media, it was noticed that the balloon was perforated. Requests for additional information have been unsuccessful.

Event description:
Follow up with the complainant revealed that for the ureteroscopy procedure during preparation of the balloon with contrast media outside the patient, the balloon was found to be perforated. When the balloon was attempted to be inflated, the liquid leaked through a confirmed hole in the balloon. The location of the hole was the upper part of the balloon. Though the procedure outcome is unknown, it was confirmed the balloon was not used the patient. The patient was reported to be stable after the procedure. There was no damage noted to the packaging. The balloon perforation was noticed prior to the inflation of the balloon.

Manufacturer narrative:
(B)(4): balloon had a hole in the material.